Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a lead integrity alert triggered on (B)(4) 2011 11:56:48, where 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 11:56:48. There was oversensing with 15 - ventricular nst<=210 ms on (B)(4) 2011 in the timeframe between 19:35:07 and 20:48:38 and 13 - vf<=210 ms average v-cycle between (B)(4) 2011 00:11:14 and (B)(4) 2011 19:36:49. There was also interference/noise with ventricular short interval count v-sic=1491.4 counts avg/day, in 7.97 days, between (B)(4) 2011 13:54:22 and (B)(4) 2011 13:15:28. In addition, there was varying resistance/impedance, where the weekly pace impedance trend data showed a spike increase for max rv pace= 648 to 1248 ohms max between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the patient received inappropriate shocks from oversensing and was seen in the emergency room. The lead integrity alert triggered on the right ventricular lead. The detections were turned off and the patient was sent home. A few days later, an alert sounded for detections turned off for more than six hours. Non-physiologic oversensing was observed during pocket manipulation only. The lead was suspected of a fracture. The lead was difficult to extract, so the pace sense portion was capped off and a new lead implanted. The high voltage coil remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.